Manufacturer narrative:
The device was sent to bench for evaluation, at this time the speaker was replaced, however the investigation is still ongoing. A follow up report will be submitted once the investigation is complete. H3 other text : see h10.

Event description:
It was reported that there was a loudspeaker error. It is unknown if there was still sound coming from the device. The device was in use at time of event, there was no adverse event reported.

Manufacturer narrative:
A philips bench repair technician (brt) evaluated the device and the cause of the reported reported problem was confirmed is the speaker assembly. There was a speaker inoperative message present. After speaker replacement the device was returned to functional use with no further issues identified. The device remains at the customer site.